Event description:
It was reported that the stent was difficult to remove from the wire. The target lesion was located in the moderately tortuous carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced under flow control over a non-boston scientific (bsc) guidewire. However, during stent deployment, the wire fell off and the stent could not be released. The guidewire position was adjusted, and stent deployment was attempted again but the guidewire fell off again and the stent could not be retrieved nor deployed. The entire system was removed as the stent was difficult to remove from the wire even outside the body. Both products were replaced with same device, and the procedure was completed. There were no complications noted as a result of this event, and the patient was in good condition after the procedure.